Manufacturer narrative:
Reliability analysis unable to confirm needle complaint due to customer return sensor no needle.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 119 mg/dl. The customer stated that she accidentally removed the sensor needle prior to her putting the sensor in her body. The customer asked for sensor insertion assistance and requesting to the sensor replace. The customer was advised that we are sending replacement.